Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller is with patient (pt) today and notes the pt's communicator is not functioning as intended. The caller states the pt has had the communicator on for overnight charging and the communicator will not turn on as expected. Caller said when the communicator is plugged in it just flashes yellow and communicator will not charge. Caller tried to reset the communicator and it did not resolve. Caller said when unplugged and an attempt to turn product on is made, the yellow light will flash on battery as well as a 'split color' on the battery, rainbow color per caller. Agent to submit request to replace the communicator. Patient called back and received the replacement communicator. During the call patient got a brief red light on the replacement communicator and it stopped. Patient charged the replacement communicator and got a green flashing light. Patient went into mystim rc > about > communicator and read the old communicator serial number. Patient removed the communicator. Patient was prompted to place the communicator over the implant. Patient placed the blue side over their implant then they got the 336 neuro stimulator is empty message. Patient charged the implant at good connection. Implant was at red. Patient readjusted the recharger but couldn't get excellent. Agent advised patient to continue charging the implant and to call back once the implant was charged/if they needed assistance pairing the replacement communicator. Additional information was received from patient and mentioned they need to finish sett up their communicator. Patient mentioned they implantable stimulator(ins) was not charged so they had to charge their implant before they can finish setting it up. During the call, patient mentioned their implant was 40% charging at a good connection. Agent instructed patient to stop the charge session, patient opened the mystim app, entered the code of the communicator manually and the handset showed not found. Agent walked patient through resetting the communicator, closing all applications and powering off the handset. Patient powered on the handset, patient opened the setting and confirmed the bluetooth was off. Patient turned the bluetooth on, opened the mystim app, entered the code of the communicator and confirmed they were able to connect to their therapy settings. Implant showed 50% and communicator showed 50%. Agent reviewed with patient to close all applications in between use and to charge their implant. Patient mentioned they had a hard time getting a good connection or an excellent connection. Patient mentioned they were told by a manufacturing rep the implant was in a pocket that's kind of makes it hard to charge. Agent reviewed with patient if they continue to have trouble charging their implant to follow up with their health care professional(hcp).